Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 99 days after a coronary stenting treatment procedure, the patient had a in-stent restenosis (isr) event. The patient presented for treatment with an acute myocardial infarction. The index procedure treated two lesions individually in the proximal right coronary artery (dist rca), and mid rca with placement of two 3.0x16mm exprress2 study stents. Residual stenosis was 0%. The patient was discharged 6 days later. Concomitant medications include aspirin, plavix, ezetrol, beloc zok, ramipril, amlodipim and sortis. Ninety eight days post index procedure, the patient came back asymptomatic. He was hospitalized as planned for a staged procedure of proximal left anterior descending artery (prox lad), dist lad, and 1st diagonal branch (dx1). A coronary angiogram was performed one day later, showing the previously described lesions in prox lad, dist lad, and dx1, but also an unexpected high grade 70% in-stent restenosis of the previously placed stent in the mid rca. The stent previously placed in the prox rca looked very good. Because of this new situation, no intervention was done and the options were first discussed with the patient. Finally 4 days after readmission, the following interventions were successfully done: a 3.0x20mm taxus stent was placed in the mid rca covering the re-stenosed study stent; a 2.5x33mm non-bsc stent was placed in the dist lad; a 3.0x16mm taxus stent was placed in the prox lad; dx1 was treated with ballooning and a 2.25x16mm taxus stent, all with good final result. The patient was discharged in good condition one day later.